Manufacturer narrative:
(B)(4).

Event description:
This lead was repositioned on (B)(6) 2017 due to a micro-dislodgement. The lead was repositioned again on (B)(6) 2017 due to another dislodgement. This lead remains actively implanted.

Manufacturer narrative:
Revision due to dislodgement was attempted on (B)(4) 2019, but the lead was ultimately capped. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.